Event description:
Event: iliac artery dissection. Event narrative: the patient was rpeorted to have a narrow, tortuous, calcific right artery as was the iliac attachment site. The jacket guard became stuck in the graft limb while removing the catheter. The handle was dismantled to facilitate removal of the device. As the device was being withdrawn, the balloon catheter broke inside the patient. The balloon was removed using a snare catheter. Upon complete removal of the device, a dissection was noted in the external iliac artery. The artery was repaired by placing a limb extension cuff. The graft was successfully implanted.